Event description:
I received a small trial size bottle of alcon clear care from an eye care professional similar to the free bottles of contact lens solution I am frequently given. I did not realize that this was not contact lens solution and used it to clean my contacts. Upon putting my contacts in, I experienced severe burning and redness that has not resolved. This product should have a giant skull and crossbones on the front of it. It is undifferentiated from contact lens solution and having a red cap does nothing to indicate danger. I am still waiting to see if I have permanent damage as a result of putting this product in my eye. Reason for use: clean contacts.